Manufacturer narrative:
In response to FDA report number: mw5089382. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and ¿significantly enlarged axillary lymph nodes¿. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side ¿anxiety¿, ¿rashes¿, ¿capsular contracture¿, ¿breast nodules¿, and ¿significantly enlarged axillary lymph nodes¿. Patient additionally reported "fatigue /loss of energy¿, ¿photosensitivity¿, ¿metallic body odor and taste in mouth¿, ¿sores that didn't heal¿, ¿brain fog¿, ¿insomnia¿, ¿depression¿, unrelated to the device. Device has been explanted.